Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery (lad). A 10/3.25 flextome¿ cutting balloon¿ was used for pre dilatation. During the first inflation, the balloon ruptured at 10atm for 15 seconds and leaking of contrast media was observed. The device was completely removed from the patient. The procedure was completed with a 3.0x13 non bsc balloon catheter. No patient complications reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: device was returned for analysis. A visual examination identified that the returned balloon was not folded which indicates that the balloon was subjected to positive pressure. Blood was identified within the balloon which is evidence of a device leak. A pinhole was identified at 1mm distal to the distal edge of the proximal markerband. A visual and microscopic examination observed no damage to the tip or blades or markerbands. All blades were present and fully bonded to the balloon surface. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that a balloon rupture occurred. The 75% stenosed target lesion was located in the moderately tortuous and mildly calcified proximal left anterior descending artery (lad). A 10/3.25 flextome cutting balloon was used for pre dilatation. During the first inflation, the balloon ruptured at 10atm for 15seconds and leaking of contrast media was observed. The device was completely removed from the patient. The procedure was completed with a 3.0x13 non bsc balloon catheter. No patient complications reported and the patient's status was good.